Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the attempted tined right atrial (ra) lead would not stay in place due to patient anatomy and dislodged. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.